Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a "patient had a ruptured saline implant" and a removal of healthy appearing capsule contracted. This is for the right side. Device explanted.

Manufacturer narrative:
Continued: a.4. Weight: 69.8 kg. Visual analysis of the photographs identified: deflation: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a "patient had a ruptured saline implant" and a removal of healthy appearing capsule contracted. This is for the right side. Device explanted.

Event description:
Healthcare professional reported a "patient had a ruptured saline implant" and a removal of healthy appearing capsule contracted. This is for the right side. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flow opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.